Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tool was broken in half during the surgery. A back-up tool was used to continue the procedure. On follow-up, it was confirmed that there was no patient or staff impact and the broken piece of tool was retrieved from the same operation, and there was no need to perform additional/non-routine actions to locate the broken piece of tool.